Event description:
Customer alleges discrepant results with meter. Pt's target therapeutic range is 2.0 - 3.0. Dr held pt's coumadin after the 7.1 reading. Dr suggested pt go to the hosp the next day due to weakness, other issues, and the meter result of inr = 1.7. The pt thinks she was given vitamin k at the hosp although she is not sure. Pt had a lab draw done at the hosp but says she was not told what her inr was.

Manufacturer narrative:
Investigation pending.